Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from a clinical trial (etavr), during implant with a 26mm sapien 3 valve in the aortic position via transfemoral approach, the 14 french esheath was advanced with resistance noted at right iliac artery (ria) bifurcation. Additional attempts were made without success. The sheath was removed and a kink was noted. A new sheath was placed with more resistance noted, and advancement was made but did not passed as "bowing" of the esheath was noted. The physician was concerned that the "mouth of the sheath" might be flared, hence a third 14 fr esheath was passed with success and the valve was successfully deployed. Upon removal of the esheath, the right ilio-fem perforation was noted by angio. Placement of two covered stents were successful and perforation remedied. Perclose of the rfa was performed and angio demonstrated a 100 percent flow limiting lesion, attempts to wire were made without success, a surgical cut down was performed.  A 3rd stent was placed. The surgical cut down was closed in standard surgical fashion. The patient was transferred to unit in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation.  In addition, there was no photographs or imagery provided for review.  Due to the device not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, the esheath underwent the following processing and inspection:  the sheath shaft was 100% inspected for visual abnormalities; during the final inspection, the esheath underwent 100% inspection by both manufacturing and quality for defects; after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. Testing includes expander insertion force and sheath shaft kink tests.  All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.  Complaint history review revealed that the occurrence rate did not exceed the february 2019 control limit for applicable trend category.  A review of the instruction for use (IFU) and training manual revealed no deficiencies.  Per the procedural training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. As noted by the complaint site, there was moderate calcification and tortuosity in the patient¿s vasculature. The subsequent force used to overcome insertion difficulties caused by calcification and tortuosity may lead to over manipulation of the device resulting in sheath shaft kinking. Per the case notes, ¿new sheath placed with more resistance noted¿. Since this insertion difficulty was experienced with two different sheaths this supports that patient factors contributed to the complaint event. A definite root cause was unable to be determined at this time, but available information suggests that patient factors (vessel tortuosity and calcification) may contributed to the reported events.  The complaints for sheath shaft kinked, bent were unable to be confirmed due to the device being unavailable for return. Based on a review of the DHR, complaint history and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaints. Review of the manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required.